Event description:
Boston scientific crm received information that this device detected high, out of range pacing impedances on the defibrillation lead.

Manufacturer narrative:
(B)(4). Additional information received indicated that the patient was brought into the hospital and non-invasive programmed stimulation (nips) was performed. It was determined that the system was functioning appropriately. The physician has chosen to continue to monitor the issue until the next device replacement procedure. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The patient was seen in the emergency room and attempts to recreate the high impedances were unsuccessful. Defibrillation threshold testing was performed to insure the devices ability to detect and deliver critical therapy. The physician elected to monitor the situation; no intervention was performed. There were no adverse patient effects reported. As of today, no intervention has been performed and the device remains in service.

Manufacturer narrative:
Additional information confirmed that right ventricular (rv) pacing impedance measurements were greater than 2,000 ohms. Additionally, several stored electrograms with noise were observed. The patient's physician was to schedule a lead replacement procedure. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Additional information indicated that this right ventricular (rv) lead has exhibited noise that resulted in more non-sustained oversensed episodes. Additionally, the pacing impedance reportedly measured greater than 2500 ohms. The physician suspects the lead is fractured. The physician asked the field representative to program the duration to maximum (15 seconds). No further information is known at this time. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information indicated this implantable cardioverter defibrillator (ICD) was explanted and replaced, due to normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.